Event description:
In 2006 - reporter called and said that the siderails on this bed are not latching. Tech said that he installed the latch kit to resolve the issue with this bed. He did not have the serial number of the bed.